Event description:
Surgical removal was complicated. Boston scientific spinal cord stimulator sc-1132 removed with great difficulty. Electrode portion shattered in several pieces requiring surgical débridement to completely remove. Several fluoroscopic x-rays were done to be sure that the entire device was removed. FDA safety report ID# (B)(4).